Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had the plunger rolled over it, so the surgeon was unable to release the iol into the left eye. The lens was partially delivered into the patient¿s eye and then removed during the same procedure. There was no incision enlargement, no sutures and no vitrectomy performed. There was no other medical or surgical intervention required. The procedure was completed successfully with a backup iol. The patient¿s condition was satisfactory when discharged. No additional information was provided to abbott medical optics.